Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, the device was returned to the lab. Longevity calculation found that battery depletion was premature based on device usage. Electrical testing revealed the cause of the event was high current drain from the hybrid. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: the correct model and serial number for this device should be (B)(6).